Manufacturer narrative:
Continued: h6- health effect impact code: f2203. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture.

Event description:
Healthcare professional reported "intracapsular and extracapsular rupture of left prosthesis...nodule of 11x9 mm, of solid appearance...intramammary lymph node." Device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional reported "intracapsular and extracapsular rupture of left prosthesis...nodule of 11x9 mm, of solid appearance...intramammary lymph node." Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening on the anterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). ¿ lymphadenopathy : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported "intracapsular and extracapsular rupture of left prosthesis nodule of 11x9 mm, of solid appearance intramammary lymph node." Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: device photograph(s) for the device related to the reported event rupture/ lump/nodule/lymphadenopathy was reviewed on 08-may-2023. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b6, d4, h4.

Event description:
Healthcare professional reported "intracapsular and extracapsular rupture of left prosthesis...nodule of 11x9 mm, of solid appearance...intramammary lymph node." Device has been explanted and replaced with non-allergan device.